Event description:
It was reported that there was a revision surgery 18 months post-op. No other details available at this point.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Lot number was not provided so device history record review cannot be performed. The complaint was confirmed. Event description says that there was a revision surgery 18 months post-op but no other information is provided. The main glenoid body and pieces of the pegs were returned. Evaluation revealed peg pieces and glenoid articulating surface are gouged and edges damaged most likely from rubbing against metal or debris. From the information given, the most likely cause of this event is failure to follow the post-op rehab protocol. The directions for use states: post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. The glenoid components are intended for cemented fixation in the joint and must only be used with appropriate bone cement. Adverse effects: loosening of the implant as a result of changed conditions in load transfer, respectively, fatigue wear and breakage of the cement bed and/or tissue reaction to the implant. Loosening is frequently a consequence of one of several of the above risk conditions, but can also be caused by inadequate anchoring technique. Warning: the following operative situations may cause premature loosening and complications: extreme weakening of the bone structure in preparing the bone bed. Unsuitable selection of the implant size. Inadequate cleaning of the bone bed prior to implantation; and, excessive use of force in placing or fastening the implant, provoking splintering fractures, or causing the bone to tear. An artificial implant is subject to wear and/or can loosen over a period of time. Wear and loosening may make it necessary to re-operate on an artificial joint. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.